Event description:
It was reported a revision clavicle surgery was performed due to a 10-hole steel plate that fractured.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.